Event description:
Customer reported received results of 500 mg/dl and 200 mg/dl on the aviva system within 10 minutes. No adverse event reported. Requested return of suspect device and replacement was sent.